Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 22 mmol/l with no associated symptoms of hypoglycemia. The patient was given orange juice as a result of the blood glucose excursion. The reporter stated that the pump had primed 10 units of insulin into the patient while they were attached, and performed the fill cannula step for an addition 0.3 units of insulin. The reporter alleged that this happened without the patient performing the prime steps, and that the pump had spontaneously delivered insulin. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump as a result of an inadvertent infusion of insulin.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 11/30/2017 with the following findings: review of the black box data and the prime history revealed on (B)(6) 2017 at 10:43 the user manually performed two prime sequences after changing the cartridge. The prime history showed the pump was primed twice on (B)(6) 2017 at 22:43; once with a volume of 2.43 units and again with a 10.00 unit volume. Fill cannula was recorded after those prime volumes with the same time stamp. On investigation, the pump powered on normally and correctly completed the rewind, load and prime steps as expected. Investigation did not duplicate the alleged issue of the pump priming without user intervention.